Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report #s 3005099803-2011-00793 and 3005099803-2011-00795 address the other devices. It was reported to boston scientific corporation that an endostat ii electrosurgical unit, an endostat foot switch, and a gold probe were used during a gastroscopy procedure performed on (B)(6), 2011. According to the complainant, the gold probe was being used to resolve a bleed in the patient's stomach when cautery failed. As a malfunction of the generator was suspected, efforts to cauterize were abandoned and epinephrine was injected (method unknown) to resolve the bleed successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the upn, device expiration and manufacture dates are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.